Manufacturer narrative:
A ge service representative performed an onsite investigation. The power-supply surge suppressor pcb, power supply plug and cpu coin batteries were evaluated and replaced. A connector was also cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.